Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. It was stated that the customer had changed the infusion set and delivered several boluses prior to the hospitalization, but continued experiencing elevated blood glucose levels. Troubleshooting was performed. No alarms were found in the alarm history. The insulin pump passed the displacement, high pressure and self tests. Nothing further was reported.